Event description:
It was reported that during a pulsed field ablation procedure to treat the right inferior pulmonary vein (ripv), a guidewire was inserted and positioned deep into the superior branch of the ripv from the tip of the catheter, and four applications were delivered inside the pulmonary vein (pv). To perform ablations just before the entrance of the ripv, the catheter was withdrawn from inside the pv to outside the pv. However, catheter array inversion occurred, so the catheter was retracted into the sheath and then extended from the sheath tip to form a ring, but it did not improve. Since there was no improvement, the catheter was retracted into the sheath once more and extended from the sheath tip to form a ring again, which did improve the situation. Subsequently, ablations were performed just before the entrance of the ripv. The case was completed with pulsed field ablation without replacing the catheter. It was noted that the position of the guidewire was confirmed on the fluoroscopy screen and remained positioned in the branch of the ripv. However, when the ring was rotated inside the ripv, the ring shape turned sideways in the right anterior oblique (rao) view of the fluoroscopy, which might have caused the catheter array inversion when it turned sideways. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.